Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the connection site was confirmed and the cause appeared to be associated with use of the device. The nxt connector for a groshong single-lumen catheter was received assembled. A segment of groshong tubing was received within the strain relief oversleeve. The distal tip of the catheter tubing coincided with the distal tip of the strain relief oversleeve. A yellow colored residue was observed between the adjoining ends of the connector. The strain relief oversleeve was removed from the distal connector and a 0.64¿ segment of groshong tubing separated from the distal connector. A tactual investigation revealed no elastic weakness in the tubing. The connector was disassembled and a visual observation confirmed that no portion of the catheter was attached to the connector. The compression sleeve had been pushed into the taper of the molded hub. An attempt was made to insert one end of the 4 fr groshong catheter through the distal connector, but the position of the compression sleeve prevented the catheter from passing through the connector. The compression sleeve was pushed out of the tapered region of the connector and the catheter was assembled to the connector without difficulty. An attempt was made to pull the catheter from the connector, but the tubing stretched and the blue stripe turned white as the material strained. The connector was disassembled and the distal connector was sectioned longitudinally. The length and wall thickness of the blue compression sleeve were within specification. The outside diameter of the catheter was also within specification. The evidence found on the returned sample is consistent with an improper sequence of assembly. The instructions for use (IFU) provide guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order of assembly to prevent the advancement of the compression sleeve into the oversleeve portion of the connector before the catheter is inserted through the oversleeve. The reported complication appeared to be associated with not following the procedure as outlined in the IFU. A lot history review (lhr) of redu1526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection site (gray) of the PICC leak, the device broken was suspected. Then change another one to complete.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu1526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection site (gray) of the PICC leak, the device broken was suspected. Then change another one to complete.